Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump with a false downstream occlusion alarm cannot be confirmed nor can an assignable cause be provided. No repairs have been made at this time. Should this pump be received by baxter for evaluation, a follow-up medwatch will be submitted. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump which experienced false downstream occlusion alarms. It is unknown when or at what point in the process the reported condition occurred. It is unknown if there was patient involvement, however there were no reports of patient injury or medical intervention. The software version of this device is currently unknown. No additional information is available at this time.